Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not feeling stimulation starting on (B)(6) 2018. The caller reported that their patient programmer (pp) was showing the poor communication screen and a 'device not supported' screen. It was reviewed that the patient was using the old programmer that was not compatible with their new ins. The patient was transferred to foundation care. No further complications were reported.